Event description:
It was reported that the usb port was cracked, and the pump body was scuffed. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and additional information could not be obtained.